Event description:
It was reported that a non-dehp micro-volume extension set was leaking an unspecified fluid from the filter. The leak was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing and no blockage was observed. However, during pressure testing a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the condition was due to manufacturing related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.